Event description:
It was reported that the patient presented at clinic. It was discovered that their implantable cardioverter defibrillator (ICD) exhibited oversensing. No intervention was performed. Patient was stable.